Event description:
Customer discovered while performing pre-use checks, the inspiratory safety valve would not disengage. The ventilator was taken to the biomedical department. The biomed is still evaluating the ventilator and the defective part is unknown.